Manufacturer narrative:
The customer refused service. (B)(4).

Event description:
The customer states a sample containing anti-e was crossmatched against e+ donor units and the provue resulted the units as compatible negative. No erroneous results were reported.